Event description:
It was reported the "wires" in neck broke before. Pt reports they did fall a couple months ago. The patient did not notice any changes in charging or stimulation sensation after this fall. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that there had been a short. It was noted that all impedances "showed fine" but after a surgeon replaced the extension and implantable neurostimulator the patient reported intermittent stimulation again and they found the short when the patient turned their head to the far left. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 377860, lot# v008334, implanted: (B)(6) 2006. Product type: lead: product ID 377860, lot# v008334, implanted: (B)(6) 2006. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37742, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4). Product type: extension: product ID 3708140, serial# (B)(4). Product type: extension. (B)(4).